Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not showing on the due now list. The technical support specialist (tss) dialed into the server, identified that there was no orders under each profile and patient was already discharged. Tss confirmed that the orders were crossing in the server, the station time was matched with the server and there was no delay. The order shown on the due now tab was delayed due to pharmacy information system was sending the messages later than anticipated. Tss advised the customer to connect with pis team to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the orders were not showing on the due now list. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the orders were not showing on the due now list. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.